Event description:
During laparoscopic gastric bypass surgery "dst series eea orvil" unit used. String that holds anvil onto unit broke, leaving anvil misplaced in distal esophagus. Surgery elongated while anvil retrieved and placed in proper position.